Manufacturer narrative:
All available information was investigated, and the reported clip open while locked and clip jumping were not confirmed as they were unable to be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open while locked (cowl) and clip jumping were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
Subsequent to the previously filed report, additional information was received: when the xtw was fully deployed, the clip jumped open to roughly 35 degrees. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This is filed to report clip opening while locked. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4+, restricted posterior leaflet, and a posterior flail, thin posterior leaflet. A mitraclip xtw (20831r1043) was advanced and placed on the mitral valve. The first final arm angle (efaa) was successful, but while pulling the lock line (ll), the clip opened to roughly 35 degrees. The clip was closed and passed the second efaa and was deployed without issues, reducing mr to a grade of 2. However, after deployment, the clip reopened to roughly 35 degrees, causing mr to increase to a grade of 3. The clip was noted to be stable on both leaflet. To further reduce mr, an ntw (30110r1013) clip was inserted. However, grasping and capturing were noted to be difficult. The clip then became caught in chordae, but was able to be removed via standard troubleshooting. It was then observed that a chordal rupture and tissue damage occurred, causing mr to return to a grade of 4+. Therefore, the clip was removed and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.